Event description:
It was reported that patient underwent revision due to recurrent dislocations and instability approximately 14 years post initial implantation. Attempts were made to obtain additional information; however, none if available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: implanted 2005. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown head lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03658, 0001822565 - 2019 - 03657, 0001822565 - 2019 - 03655.

Event description:
It was reported that patient is being considered for revision due to unknown reason. Attempts were made to obtain additional information; however, none was available.